Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was not possible to perform a thorough analysis on the product because it was not returned for investigation. Stent dislodgement can be influenced by many factors, including, but not limited to, improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling of the stent during prep, interaction with accessory devices, interaction with the lesion, tortuous anatomy, or heavy calcifications. To ensure this is not the result of a product deficiency, all stent delivery systems are 100% visually inspected for proper stent placement and stent damage, and are 100% dimensionally inspected for crimped stent outer diameter. Additionally, samples are removed from each lot for destructive stent dislodgement testing. The dislodgment appears to be the result of interaction with the anatomy, as it was reported that as the device was being advanced, the stent dislodged from the balloon in the bifurcation area. It was reported that the omnilink was being used to treat the right common iliac artery, it should be noted that the otw omnilink 35 as listed in the product instructions for use is indicated for use in palliation of malignant strictures in the biliary tree. It could not be determined if the off-label use contributed to the reported dislodgment. The lot history record for the product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the lot number was not reported. There is no indication of a product deficiency.

Event description:
It was reported that during a stenting procedure in a moderately calcified right common iliac artery, the left groin was accessed with an 8 french 90 cm long guide through an 8 french short sheath over the iliac bifurcation. The physician left the guide wire in but pulled the sheath out. As the physician was advancing the device, the stent dislodged from the balloon in the bifurcation area. The physician was able to withdraw the balloon back into the sheath, inflate to 2 atmospheres and deploy stent in an unintended site in the left common iliac artery. Another omnilink was used to treat the right common iliac artery without incident. There was no reported adverse patient sequela. There was no additional information provided.